Event description:
It was reported that on (B)(6) 2006, the patient underwent a xience v stenting procedure in the proximal left anterior descending coronary artery (plad). On (B)(6) 2011, the patient was hospitalized with unstable angina, palpitations, shortness of breath and left arm pain. The patient underwent ischemia driven percutaneous coronary revascularization in the plad for stenosis in the index lesion. Immediately, following stenting to the plad, a dissection in the left main coronary artery was noted which required placement of two additional xience v stents. The cause of the dissection cannot be determined as it is unknown if this was an edge dissection from the stent or a guide-induced dissection. One day post procedure, the patient experienced elevated cardiac troponin levels which there was no reported treatment provided. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 3.0 x 12 mm stent is being reported under a separate medwatch report number. There was no reported product deficiency. Angina, arrhythmia, pain, ischemia and stenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.